Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported 28 months post stent graft implant the patient was found to have a type ii endoleak that was contributing to a retrograde type I endoleak at the proximal attachment site. The device has not migrated. The type ii endoleak caused the aortic neck to expand. It was reported that the physician performed a translumbar puncture and injected glue. The physician plans to place a cuff at a later date. No additional information was provided and the patient is reported to be fine.

Manufacturer narrative:
Patient's condition affected effectiveness of device (type ii endoleak). Inherent risk of procedure (endoleak). Device failure/lack of effectiveness related to patient condition (type ii endoleak). Pt code: 2200 other, secondary intervention.